Manufacturer narrative:
Unit passed displacement, rewind, prime, seating, basic occlusion, force sensor, and occlusion tests; it failed self test. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. An unexpected hardware low level failure alarm occurred during self test. Hardware low level failure alarm is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had insulin flow blocked alarm. The customer's blood glucose value was unknown. Customer reported that he called back again as his insulin pump kept alarming him of insulin blocked and no delivery. This has now happened a lot lately and customer felt like he cannot trust the insulin pump anymore. It has happened with about 4 to 5 different infusion sets and they are from different boxes. When customer pushes insulin through, it does come out sometimes but a few times it does not. Customer has also occasionally received errors in regards to boluses as well and he now felt like he cannot trust his insulin pump as it normally works so good for him. The device will be returned for analysis.